Event description:
It was reported that following a peripheral angioplasty procedure and pre-deployment angiogram, the physician deployed an angio-seal in the right common femoral artery per the instructions for use. There were no complications. Approx. 1-2 hours post deployment, the pt complained of pain in the right leg, and demonstrated symptoms of a vascular obstruction. Later that day, the angio-seal device was surgically removed, and the obstruction cleared. The physician noted that the surgeon made a subcutaneous incision and upon locating the angio-seal device tried to pull it; however, he was unable to. The physician believed that the anchor was still inside the artery. The surgeon did not find the anchor when they opened the artery or when they examined the device. Collagen was found outside of the artery, in it's expected place. The pt also had some material thought to be calcified atheroma which was also removed from the artery. The pt is now doing well. The physician who deployed the angio-seal believes that dislodged plaque may have been what caused the occlusion.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) precaution the use of the angio-seal device in pts with clinically significant peripheral vascular disease.